Event description:
Reporter indicated a vns patient had experienced a recent increase in seizures. The reporter does not know if the seizure increase is greater than pre-vns baseline levels. Medication changes and vns parameter setting changes are being implemented as interventions.